Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that the product is twisted and split, which resulted in a leak at the start of the infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The report suggests that the product is twisted and split, which resulted in a leak at the start of the infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of a damaged tubing due to a packaged heat seal was confirmed. Visual inspection of the set noted twisting and a split in the tubing. Inspection confirmed damage to the heal seal of the packaging in the top right corner. No other anomalies was observed. Functional testing resulted in leaking from a split in the tubing. The root cause was due to manufacturing issue caused when the tubing is caught in the heat seal of the packaging machine.